Event description:
It was reported that during a low anterior resection, the device did not fire properly. The device did not cut or staple. The staples were hanging from the cartridge pockets. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.